Event description:
It was reported that pump experienced malfunction alarm labeled as malf 7 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no reported need for third-party medical assistance related to this event. Customer addressed high blood glucose with correction injection using multiple daily injections, then contacted technical support, who provided instructions to reset pump, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if malfunction code appeared again.